Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing high blood glucose level. During troubleshooting with tandem technical support, customer was directed to health care provider for review of pump settings.